Manufacturer narrative:
.

Event description:
It was initially reported that the patient felt that his depression had gotten worse since (B)(6). In addition that patient had been gain to have suicidal ideations since being implanted. Follow-up with the patient physician indicated that he was unsure if the patient was not sure if the patient was his anymore since he has not seen in his sometime. The physician was going to attempt to reach out to the patient. Good faith attempts for more information have been unsuccessful to date.